Event description:
It was reported that the patient's right ventricle leadless pacemaker (rvlp) dislodged and migrated to the right lung. The physician elected to retrieve, explant, and replace the rvlp. The patient was stable following the procedure.